Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Review of device history records show the lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 6 of 6 MDR's filed for the same patient (reference 1825034-2016-03081, 03430 / 03434).

Event description:
Patient underwent a right knee revision twelve days post-implantation due to infection. The bearing was removed and replaced.